Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise was able to be reproduced in clinic. No intervention or patient symptoms were reported. The patient would continue to be monitored.